Manufacturer narrative:
The console (aic) was returned for evaluation. Upon observation of the console, the failure mode was reproduced. Software showed a cell voltage decline in only one of the batteries 1's cells which occurred as the battery failure alarm triggered. Therefore, the root cause was due to a defective battery. The root cause of the defective battery was due to single cell failure. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a battery failure. The resolution for this issue is unknown. No report of patient involvement.